Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler kept rebooting itself. An alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.